Manufacturer narrative:
One medfusion pump was received with the top case cracked by the front bottom left and right corners. The right plunger case was cracked, the plunger head gasket was missing and the bottom case by the "l" bracket was cracked. The seal (lining) was missing and there was visible contamination. The event history log was reviewed and a force sensor test error was found. Power up process and calibration tests were performed. The reported "force sensor test error" was duplicated during the power up process. Steady state reading of the force sensor (with no pressure on it) was 0 = count 0 and -1.16 lbs. The issue was caused by the cracked left and right plunger cases. This issue is a result of the customer's physical damage to the device. The right and left plunger cases will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error. There was no reported adverse event.